Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure using a 6f sheath. Reportedly, the suture did not engage. There was no suture with plunger removal. The footplate lever was closed; however, the feet were not fully retracted. The device was removed against resistance. The opening was enlarged. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy; however, the patient was put on bedrest a little longer than normal. Device analysis found a posterior foot break. The detached foot was not returned with the proglide device. The foot was confirmed to be attached to the device upon removal of the proglide from the patient. The location of the foot is unknown. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not engage¿ was confirmed based on the returned device condition as a suture retrieval issue. The reported ¿footplate lever was closed; however, the feet were not fully retracted¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined to be due to operational circumstance. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure using a 6f sheath. Reportedly, the suture did not engage. There was no suture with plunger removal. The footplate lever was closed; however, the feet were not fully retracted. The device was removed against resistance. The opening was enlarged. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy; however, the patient was put on bedrest a little longer than normal. No additional information was provided.